Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that during a deep brain stimulation (dbs) implantable pulse generator (ipg) elective upgrade procedure, functional testing of devices revealed a high impedance on contacts 2, 3, and 4. Attempts to clear the high impedance were attempted however were unsuccessful. The lead extension was replaced during the elective upgrade, additional testing revealed the high impedance was now located in contact 5. The physician opted to complete the procedure with the open contact. The patients dbs device was successfully programmed and did well post-operatively. Physical analysis of the dbs lead extension was not performed as it was retained by the facility.